Event description:
Measurements taken by interventional radiologist performing the case. Used shortest component available, placed the device without incident or event. No ballooning was performed. Final run was clean, case was done in 15 min. Pt presented a few weeks later, and was later sent to another facility due to dissection in distal seal zone of stent graft. Graft was explanted. Due to dissection, tx2 device was explanted.

Manufacturer narrative:
Expiration date unk as lot# was not provided by rptr. Unk as lot# was not provided by rptr. Unk as lot# was not provided by rptr. (B)(4). The investigation is in progress.